Event description:
The polyethylene inlay became disengaged from the prodisc-l endplates. Surgeon reported that pt returned on (B)(6) 2012 for a 3-week follow-up appointment after an l4-l5 disc replacement. Follow up x-ray showed the poly inlay was not contained within the pdl endplates (tantalum marker located farther anterior than in placement). Pt reportedly had engaged in sexual activity 3 weeks post-operatively, contrary to surgeon's recommendations. Currently there is no additional info available regarding implant removal or revision surgery. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.